Manufacturer narrative:
Additional information was received that the patient's ipg was not explanted. No further course of action at this time.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo an ipg explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo an ipg explant procedure.

Manufacturer narrative:
Additional information was received that the patient was having difficulty lying on the generator site and felt the lead underneath the subcutaneous tissue in the mid back region. The patient¿s lead will also be explanted. Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead 50 cm.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo an ipg explant procedure.

Manufacturer narrative:
Additional information was received that the physician suspected device end of life.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo an ipg explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo an ipg explant procedure.